Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software error of the ias (image acquisition system). In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. A system restart was initiated and resolved the software error. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a patient procedure, the ias (image acquisition system) stopped functioning and radiation was no longer possible. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.